Manufacturer narrative:
Approximate age of device: two years, 10 months. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the lvad system was producing intermittent elevated pump parameters for approximately 10 minutes. The patient¿s lactate dehydrogenase (ldh) level at that time was 1200 u/l without any other signs or symptoms of hemolysis. On (B)(6) 2018, the patient¿s creatinine had doubled overnight and ldh was 1700 u/l. The patient was transferred to the implanting center and levophed was initiated. A ramp study failed and the chronic heart failure symptoms were unchanged and at peak, ldh lab value was 2623 u/l. The patient received a pump exchange on (B)(6) 2018. Post exchange, the patient is clinically being monitored. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: driveline replacement was previously reported under medwatch MFR report# 2916596-2017-022594. Thrombus and driveline damage were confirmed in the evaluation of the returned pump. The pump was returned with the percutaneous lead (driveline) cut approximately 2¿ from the pump housing and the severed portion of driveline, measuring approximately 35¿ in length, was returned. The sealed inflow conduit was returned attached to the pump inlet port. The sealed outflow graft and the outflow graft bend relief was not returned. The outflow elbow was returned attached to the pump outlet port. Upon disassembly of the returned pump, examination of the blood tube/rotor inlet section revealed a large, denatured thrombus ring adhered to the inlet bearing ball and the inlet section of the rotor. Clotted, post explant blood was also noted on the body of the rotor. The thrombus ring appeared to have evidence of laminated layering, which is an indication that it developed over an undetermined time while the pump was operating. The thrombus found in the pump could have potentially contributed to the reported elevated ldh. The thrombus could have also created additional resistance on the spinning rotor, contributing to the elevations in pump power. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope revealed no abnormalities that would have contributed to the formation of the thrombus. Continuity and hipot testing were performed on the 35¿ distal end portion of driveline which did not identify any wire insulation breaches. Electrical continuity testing of the 2¿ pump end portion of driveline did not reveal any discontinuities or shorts. The shielding and bionate were removed, and examination of the underlying wires revealed a breach in the insulation of the yellow wire approximately 1.5¿ from the pump housing. The conductors of this wire were exposed. The insulation breach of the yellow wire appeared to be the result of abrasion from the metal shielding due to repetitive flexing of the lead in this area. There was no evidence of mechanical damage such as crushing or pinching. The breach in the wire insulation of the yellow wire could have could have resulted in a pump stoppage if the exposed conductors contacted the braided shield and electrically shorted to ground while the patient was supported by a tethered power source, such as the power module or the mobile power unit. The pump underwent cleaning, reassembly, and functional testing under loaded conditions using a mock circulatory loop. The retrieved data revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process. The pump operated as intended. The instructions for use lists hemolysis and thrombus as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.